Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited noise on both the rate/sense and shock channels. The noise was oversensed and led to intermittent pacing inhibition. The patient is reportedly pacemaker dependent following an ablation procedure.